Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date (the same month or month prior to receipt of this report) the patient was treated with ¿unspecified treatment¿ for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.